Event description:
Customer reported a past event of high blood glucose that necessitated a visit to the emergency room (ER), although the specific cause of the high blood glucose remained unknown. Highest blood glucose level related to the incident was not reported and there was no testing for ketones, but the customer did not suffer any injury or receive treatment at the hospital. Customer was released from the ER approximately 45 minutes after arrival. Customer declined a supplies or system check and required no further assistance.